Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to 'open circuit' message. The physician suspects a fracture. A new endotak lead was implanted.